Event description:
It was reported that on (B)(6) 2004 the patient presented with pre-operative diagnoses of painful degenerative disc disease. The patient underwent the following procedures: complete anterior discectomy, decompression of cauda aquina and nerve roots at l5-s1, 2. Anterior lumbar interbody fusion l5-s1, 3. Implantation of lt cages, l5-s1. Per op notes, the anterior lumbar interbody fusion was carried out by implanting two threaded peek cages loaded with recombinant bone morphogenic protein soaked sponges into he interspace after very carefully reaming using constant fluoro to avoid penetration in the spinal canal. Once the cages were in good position, the surgeon checked in the lateral and ap films and found them to be center-center on both films. The wound was then checked for any hemorrhage and none was found. There were no patient complications. The patient presented with pre-operative diagnosis of painful degenerative disc disease. The patient underwent the following procedures: posterior lumbar fusion l5-s1, 2. Segmental spinal fixation with posterior instrumentation screws and rods, 3. Iliac crest autograft, morselized through a separate incision. Per op notes, the posterior lumar fusion was carried out by decorticating the posterior elements on both sides from the transverse processes down to the sacral ala from l5 to s1. The bone was distributed very carefully over this denuded area on both right and left sides and then the leftover collagen sponges from the anterior procedure were then placed on the top of this bone to augment the fusion. A rod was then connected to both screws and cinched down in the usual fashion. The wound was closed and no patient complications were noted. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.